Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a green substance in the backup battery compartment was confirmed. Visual inspection of the returned system controller serial number (B)(4) revealed a green substance inside the backup battery compartment. The system controller was disassembled to inspect the internal components and the green substance was observed inside the controller. The power cables outer insulation was removed and the green substance was confirmed in both power cables. The green liquid substance appeared to be a result of accumulated moisture that reacted with the underlying shield/construction. Laboratory testing and the data retrieved from the system controller determined the fluid ingress issue did not affect the system controller¿s ability to operate the system. Incidental findings: visual inspection revealed a slightly damaged white strain relief. There was a green substance inside the backup battery compartment. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate3 patient handbook, rev c, under section 2 ¿how your heart pump works¿ and hm3 instructions for use, rev c under section 2 ¿system operation¿ informs the user: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. According to hm3 instructions for use, section 8 ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ the heartmate3 patient handbook contains instructions to inspect all cables for signs of damage daily in section 10 safety checklists. Heartmate 3 patient handbook document cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use, rev. C, under section 2 ¿system operations¿ informs the user that ¿if the original 11 volt lithium-ion backup battery exceeds its expiration date or if a backup battery fault alarm appears on the information display screen, the battery must be replaced. See installing the backup battery in the system controller on page 5-53 for a complete list of warnings and cautions related to the 11 volt lithium-ion backup battery. The system monitor displays information about the system controller 11 volt lithium-ion backup battery charge level, and the time remaining before its replacement is mandatory. Depending upon an outpatient¿s clinic schedule, replacement of the 11 volt lithium-ion backup battery should be considered when less than 6 months remain before the mandatory replacement date¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had green liquid in back up battery slot. The backup controller was replaced.